Event description:
The pt called lfs alleging that their one touch ultra meter was prompting the error 4 message. The pt had used one full vial of strips and was using a second vial before they called to report the issue. The pt neither alleged harm nor experienced injury. Pt did contact a medical professional for advice; however, pt was unable or unwilling to provide any info. The customer service rep walked pt through troubleshooting and the meter would only prompt the error 4 message. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and test strips were replaced.